Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the leak at the distal end of the hub. The bond between the distal end of the hub and shaft was loose. A review of the lot history record (lhr) was conducted and found no associated non-conforming reports for this lot. Additionally, a review of the complaint handling database found no other incidents related to leak issues for this lot. Based on the related records review, review of the lhr for this lot and complaint rate, there is no indication that the larger population of product is affected by this issue. The product was manufactured per the applicable manufacturing procedures and product specifications. This type of reported event will continue to be monitored per local quality system procedures.

Event description:
It was reported that there was no issue with the preparation of a fox sv (5.0 x 40 mm) balloon, but during an interventional procedure, during the inflation, air was noted to be leaking near the connection between the hub and the strain relief. The fox sv (5.0 x 40 mm) balloon was removed and another fox sv (5.0 x 40 mm) balloon was used to complete the procedure without incident. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.